Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a hemopro vasoview 2 device fail during a CABG with endovein harvest. The heating mechanism within the jaws of the hemopro became detached during the case. The surgeon opened a second device to complete the harvest, and there were no other issues/delays reported.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-code 1562 changed to 2981. The device was returned to the factory for evaluation on 12/29/2025. Photographs were provided by the account. A photograph was conducted. Signs of clinical use and evidence of blood was observed. The harvesting jaws were observed to be in a partially closed state. There were no visual defects observed on the intact jaws. The heater wire was observed to be detached at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 01/07/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cold and hot jaw clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000502684 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.